Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential inhibition was observed due to low level, high frequency noise. Programming changes were recommended; device remains implanted. Patient will be monitored with routine follow-up.

Event description:
New information received states that the programming change was never made and myopotential oversensing continues to occur. Programming changes were made. The patient was stable and will continue to be monitored.

Event description:
New information received states that the oversensing issue still persists. Additional programming changes were recommended. No further information is available at this time.